Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values when scanning the adc freestyle libre sensor than how they felt. On (B)(6) 2021, a sensor scan of 400 mg/dl was obtained, and the customer felt malaise and self-treated with 40 units of insulin with no blood glucose test performed. As a result, the customer had a loss of consciousness and the wife called the samu who obtained a blood glucose of 25 mg/dl on the hcp meter. The samu provided the customer with jam and pasta for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values when scanning the adc freestyle libre sensor than how they felt. On (B)(6) 2021, a sensor scan of 400 mg/dl was obtained, and the customer felt malaise and self-treated with 40 units of insulin with no blood glucose test performed. As a result, the customer had a loss of consciousness and the wife called the samu who obtained a blood glucose of 25 mg/dl on the hcp meter. The samu provided the customer with jam and pasta for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.